Event description:
It was reported that this right ventricular (rv) lead exhibited low r waves. This lead was later explanted with no additional information provided. This lead has been returned for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.